Event description:
The pt reported, experiencing elevated blood glucose readings of over 300 mg/dl for the past 3 weeks. She said, her normal range is between 100-230 mg/dl. She stated, her symptoms are "digestion not running, heart feels funny, and feeling crummy" and she corrects her readings by bolusing insulin. The pt stated, she currently has a cold. To troubleshoot, the bolus history on the pt's insulin infusion device was checked and it was accurate. The pt said, she changes her infusion headset every 4-5 days and her tubing every 8 days. The pt was advised to change her headset every 3 days and her tubing every 6 days. She stated, she does have a lot of scar tissue. Site management was discussed with the pt. Complimentary infusion sets and an insertion device aid were sent to the pt. Further attempts to contact the pt were unsuccessful. The pt did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.